Event description:
The user in (B)(6) reported the lifescan meter was reading inaccurately high as compared to another meter. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting. The reporter did not provide exact blood glucose values but stated he got a difference from "45 - 55 mg/dl."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.